Manufacturer narrative:
Unit received with currents in specifications. No unexpected battery out limit. No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was 182 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.